Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a follow up it was noted that the right ventricular lead impedance measurements had decreased. A revision took place and the device was also replaced due to triggering elective replacement indictor (eri). The right ventricular (rv) lead was partially removed, while the rest was surgically abandoned due to a brown color seen on the yoke of the lead. The partially removed rv lead will be returned. The patient was not pacemaker dependent. The device will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory the lead was returned severed, with only the terminal pin segment returned. Visual inspected noted setscrew marks, and blood/fluid in the lead lumens. No discoloration of the yoke was noted. Laboratory analysis could not confirmed the reported clinical observations and the lead segment was electrically continuous.